Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced insulin pump failure and it led to diabetic ketoacidosis and hospitalization. The customer experienced blood glucose levels of 300 mg/dl. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. The customer was asked to discontinue use of the insulin pump and revert to backup plan. The product will not return for analysis.